Manufacturer narrative:
Brand name - the correct brand name is 100nx cassette ghs. Catalog number - the correct catalog number is 10144_90 lot number - the correct lot number is 15l082. (B)(4).

Event description:
A customer reported a healthcare worker (hcw) had a skin reaction handling a used sterrad 100nx cassette. The symptoms included a tingling and slight burning sensation on her hand and finger that lasted about one to two hours. The hcw was not wearing personal protective equipment at the time of the event and did seek medical attention but was not recommended any treatments/prescriptions for the reaction. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device batch record, supplier product evaluation, lot trending, and system risk analysis (sra). The batch record was not reviewed and did not indicate a deviating quality. All in-process controls corresponded to specifications. Supplier product evaluation was not performed as the reported issue was not manufacturing related. Trending by lot number was reviewed from 11/25/2015 to 05/23/2016 and trending was not exceeded. The sra indicates the risk for exposure to toxic or corrosive material is "low." The instructions for use (IFU) of the sterrad 100nx cassette state: "caution: wear personal protective equipment if handling a used cassette, or any of the cassette case components that may have been subject to liquid leak. This includes a cassette that has been ejected (for any reason) after insertion." The issue has been attributed to user error as the healthcare worker (hcw) handled the cassette without utilizing proper personal protective equipment (ppe) as instructed in the IFU. Education was provided to the customer on proper use of ppe by the field service engineer (fse) while onsite. Review of tracking and trending data did not reveal a trend. As a result, root cause was not performed; therefore, no further investigation is necessary at this time.